Manufacturer narrative:
Initial MDR 2517506-2021-00176 was filed 30-jul-2021 additional information (03-aug-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely depressed loci high-sensitivity troponin I (tnih) result. Hsc reviewed the information provided by the customer and the instrument data. Quality control (qc) and calibration were within specification and no other similar events on patient samples were reported indicating the assay and instrument were performing to specifications and the issue was limited to the specific patient sample. The issue is consistent with a sample handling issue such as insufficient sample in the sample cup, bubbles in the sample cup, or partially clotted sample however, this cannot be confirmed with the available data. The cause of the issue is unknown. A potential product issue has not been identified. The system is fully operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens healthcare diagnostics customer care center (ccc) concerning a discordant falsely depressed loci high-sensitivity troponin I (tnih) result obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. Siemens is investigating the event.

Event description:
A discordant falsely depressed loci high-sensitivity troponin I (tnih) result was obtained on a patient sample on a dimension® exl¿ 200 integrated chemistry system. The discordant result was not reported to the physician. The same sample was originally processed on the same instrument producing a higher result which was considered correct and was reported to the physician. A new sample obtained from the same patient produced a high result that confirmed the initial result on the original sample. There are no known reports of patient intervention or adverse health consequences due to the discordant result.